Manufacturer narrative:
Product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer/rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral breast cancer and rupture post procedure. The patient had revision surgery for an unknown reason roughly three months after the devices were implanted. The patient developed breast cancer and on (B)(6) 2020 the devices were explanted. The rupture was discovered during explant surgery. The patient underwent mastectomy and the devices were replaced with unknown tissue expanders. See 1645337-2020-12118 for contralateral prosthesis report.